Event description:
It was reported that t:slim x2 pump battery would not charge and subsequently the pump shutdown. There was no reported impact to the customer¿s blood glucose level. Customer tried different wall adapters and charging cables without success. No additional information was provided at the time of the report.